Manufacturer narrative:
Date of event: exact date unknown, event occurred few years ago the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 16740427/17222192.

Event description:
It was reported that the patient underwent an explant procedure for unknown reason. Nothing will be returned. No further information has been obtained despite good faith efforts.